Event description:
It was further reported that patient is still experiencing high impedance. Patient had clavicle fractured after bike accident. Patient will have a full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event, section d - product information , f10. H10 update for correction information (b5, section d, f10. Adverse event problem , h4. Device manufacture date, h6. Adverse event problem codes; corrected information, initial MDR inadvertently omitted information known prior to submission.

Event description:
Further information was received reporting that only the generator was replaced and high impedance resolved. Since the high impedance was first seen within days of time of implant and high impedance resolved after replacement of generator with multiple diagnostics performed to confirm normal impedance, it is likely the cause of the high impedance was incomplete pin insertion. Explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Further information was received reporting that generator was returned to representative. Pin reinsertion was also attempted on generator. Test resistor was not used and generator diagnostics was not run. No other relevant information has been received to date.

Event description:
The patient's mother reported that the patient felt that his device was not working. During follow-up with the doctor, it was determined that the diagnostics at the patient's appointment were within normal limits but the doctor did say that the impedance was on the higher end - 4900 ohms. She said that the device had been off. The manufacturer's programming history data base was reviewed and it was found that high impedance was detected a few days after generator implant and that the generator was disabled that day. The manufacturer's device history records of the lead and generator were reviewed and the products passed final functional and quality specifications prior to release. No new relevant information has been received to date. No known relevant surgical intervention has occurred to date.